Event description:
It was reported that the insulin pump had a frozen screen, a constant tone and unresponsive buttons. The time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Programmed the current time and date, the insulin pump was monitored for several days. The time and date functioning properly. No unexpected constant tone noted.